Manufacturer narrative:
D9: date received by mfg; 5/18/2018. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not confirmed. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion. There was patient involvement, no patient injury was reported.